Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped intermittently when it was run at low speeds post-procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and found out that the speed potentiometer was not working properly. The device was outputting a squeaking noise and the speed potentiometer was replaced to resolve the issue. The service manual for the s3 roller pump states that the speed pot should be replaced after every 3000 hours of use. This pump (10s20023) was found to have 8800 hours of use without replacing the speed potentiometer. Sorin group (B)(4) has determined that the issue was a result of the user failing to maintain the pump as recommended by the service manual. A review of the DHR was unable to identify any deviations or non-conformities relevant to the issue. No trend was identified for this type of issue. Sorin group deutschland will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped intermittently when it was run at low speeds post-procedure. There was no report of patient injury.